Event description:
In 2001, the user facility's or rn informed the MFR's sales rep of the following: catheter cracked at the outlet stem and the device was occluded. Rec'd with the device was the explant kit record that states the following: nurses were having trouble infusing/aspirating and after trying to flush device, they found solution exiting around device catheter site so and an explant was ordered.